Event description:
Customer reported presumed falsely elevated patient blood lead test with leadcare ii. Technical services (ts) contacted the customer on 05/05/2026 to gather additional information. The customer stated they were unable to provide any falsely elevated patient blood lead test values or the number of patients involved. Customer stated that it is too much work to track the patient blood lead test results. The customer stated the patients were sent for venous confirmatory testing. The customer reported confirmatory testing values were normal. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water and allowing hands to air dry contact with skin when wiping away the first drop of blood not wiping the outside of the capillary tube not mixing the treatment reagent (tr) tube be inverting 8 to 10 times. The customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. Ts provided the cdc capillary collection video and a link to the leadcare ii product literature. Customer reported they do not require additional follow-up from ts and would like to discontinue testing due to volume constraints.